Event description:
The baxter regional sales manager advised the colleague device had issued a failure code, with an audible alarm, and stopped infusing during pt use resulting in the pt's blood pressure dropping. The device was replaced. The pt was in surgery and ready to be weaned from the by-pass machine. The pump was infusing the following medications: channel a was infusing epinephrine (dose, rate and volume unk). Channel b was infusing milrinone (dose, rate and volume unk). Channel c was infusing levophed (dose, rate and volume unk). When the anesthesiologist adjusted the epinephrine, the pump alarmed and stopped infusing. At that time, a 2nd pump was obtained, the medications programmed, and the epinephrine was increased as intended. The pt was able to be weaned off the by-pass machine 10 minutes later.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation, or if any add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field info and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.